Event description:
It was reported that during a device replacement procedure due to normal Elective Replacement Indicator (ERI), the set screw was unable to loosen resulting in the inability to disconnect the right atrial (RA) lead. The physician cut the RA lead and the device was explanted and replaced. The patient was in stable condition.